Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. However, the video cable break found during technical evaluation was determined to have likely caused the image problem reported. It was surmised that it could be a customer mishandling issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The referenced device was returned to the service center (ofr) for evaluation. The reported image malfunction was confirmed at no image was shown when connecting the device to the video processor due to a defective cable unit. Additionally, a white balance error, e311, displayed on the monitor. The device was sold in january 2010 was previously repaired in august 2018- replacement of defective cable unit and coupler unit. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (denmark) was informed by the nurse at the user facility that the high definition autoclavable camera head was only black screen is shown when the camera head is connected to the trolley" during inspection of the devices before use. No patient involvement was reported. The camera head will be returned for service.